Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted is a supplemental 3500a form. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.

Event description:
International customer reports that the tip of suture needle broke when the surgeon was stitching the uterine layer during a lower segment caesarian section. No adverse patient consequences were reported.